Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, the posterior gripper was unable to elevate after multiple attempts to grasp the leaflets. Troubleshooting was performed, and the issue was resolved. The clip was subsequently deployed successfully. During the deployment sequence of the second mitraclip, the posterior gripper again failed to raise after several attempts at leaflet grasping. During troubleshooting, the gripper line fractured. The clip was removed and replaced with another device to continue the procedure. However, the third and fourth mitraclip was also noted to have impaired gripper actuation, and the devices were removed from the anatomy. The mr was reduced to grade 1 at the conclusion of the procedure. Difficulty was encountered during removal of the stabilizer from the steerable guide catheter. There was no clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.